Event description:
Reference number (B)(4). It was reported that the patient faced infusion set tubing detachment event on 03-mar-2026. The infusion set was detached at site while playing sports. The infusion set was inserted in abdomen and used for one day. No further information available.